Event description:
This patient had surgery at the hospital in 2009, IV catheter removed and patient discharged the following day; she returned to her surgeon twelve days later, with complaints of 'something' in her left forearm where she'd had an IV catheter during her previous admission. Surgeon ordered an x-ray which did not identify a foreign object, though the package indicates the IV catheter is radiopaque. Patient was referred to a vascular surgeon who performed an ultrasound the following month, which identified a 'tubular structure in the segmental vein'. He also determined and informed the patient, there was no need for further treatment unless the patient experiences complications, such as infection. We were made aware of the problem eleven days later, when the patent came back to our facility and spoke with the chief nursing officer. Our investigation has not identified any user error at our facility and, therefore, we have notified the manufacturer. The manufacturer has communicated to us that because the catheter detached and the product malfunctioned, they are launching their own internal investigation.